Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a power source, despite attempting to charge with multiple wall adapters. The customer's blood glucose was 135 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy, and also had an alternate pump available.